Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® acd solution a blood collection tubes the tubes were cracked. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer has recently been experiencing the issue that tubes were cracked (about 1cm) near the stopper or chipped at the lip. According to the customer¿s report, the products are stored at normal temperature (room temperature), protected from direct sunlight, and are used before the expiration date.